Event description:
Information was received indicating that an anonymous cadd-solis ambulatory infusion system post market clinical follow up survey. Reported battery issues. It was reported that the battery did not always recharge even though the cord was plugged in causing the pump to stop overnight, ceasing delivery of medication. No further information item number, serial number, etc., will be available. This survey was distributed to eight different countries within the EU, us, and canada, therefore the country of origin is also unknown